Event description:
It was reported that during an unk procedure, it was found that there was orange foreign matter inside the package when the package was opened. Also, it was found that the swing tab had come off. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the foreign matter in the package was the swing tab from the device, the package was previously opened and the device swing tab was taped to the tyvek. There is a cut, like a knife cut, approx 90mm long going through the tyvek and flexible form package. This was not mentioned in the original complaint and is unrelated to the complaint issue. The damage occurred outside of the packaging facility. The info you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all info reported to our company is critical to our continuous improvement efforts. The batch record was reviewed and no anomalies were noted during the manufacturing process.